Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft separation occurred. The target lesion was located in the superficial femoral artery (sfa). An offroad¿ was selected for use. During the procedure, the balloon was positioned distally to the lesion and while trying to advance the microcatheter lancet around a very acute iliac crest, difficulty advancing was encountered. The microcatheter was pushed with more force which resulted in a kink. When the device was removed, the microcatheter separated at the part where the kink was noted. The device was retrieved successfully and no pieces of the device were left inside the patient. The procedure was abandoned. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. There was a shaft break 504mm from the base of the hub in the microcatheter. The shaft was kinked at various locations along its length. It is noted that the break and the kinks that were evident along the shaft are all consistent with excessive force having been applied to the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft separation occurred. The target lesion was located in the superficial femoral artery (sfa). An offroad¿ was selected for use. During the procedure, the balloon was positioned distally to the lesion and while trying to advance the microcatheter lancet around a very acute iliac crest, difficulty advancing was encountered. The microcatheter was pushed with more force which resulted in a kink. When the device was removed, the microcatheter separated at the part where the kink was noted. The device was retrieved successfully and no pieces of the device were left inside the patient. The procedure was abandoned. No patient complications were reported and the patient's status was fine.